Manufacturer narrative:
Product complaint # (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the device was received and evaluated at the service center. There was no allegation of malfunction against the device from the customer, however, defects were found with the device during service evaluation. The following defects were found and corresponding actions were performed on the device upon evaluation : -the tube holders were rusty - replaced. Bezel-enclosure physically damaged - replaced. Damaged connector - replaced. Insertion lever defective - replaced. Defective pump roller - replaced. Electrically defective front panel - replaced. Air-connector defective - replaced. Unit was not calibrated correctly - newly calibrated. Rocker arm failure. Inadequate flow. Connection/ initialization failure. A mechanical upgrade was performed, pressure mechanism re-adjusted, colour coding for tube set replaced, defective material exchanged, internal pneumatic system repaired, and the device was cleaned, tested and found to be fully functional. Fluid contact with the device is responsible for the corrosion of the tube holders. Also the physical damage to the device can be attributed to user mishandling. The defective parts of the device would have caused the inadequate flow from the device. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on (B)(6) 2019 and passed all functional testing before being returned to the customer. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
It was reported by sales representative via service request the 4580 fms duo+ pump/shaver combo -ns. Complaint escalated from wo. Defect identified during service assessment. No reported malfunction from the customer, no patient involvement, and no surgical delay. The failure was detected during electrical safety test at the service center. The device is available to be returned for evaluation.